Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that an ultra-drive console would not power on, when plugged into power source. The latch to secure the fuse on the back panel was broken. The fuse appeared to be blown. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.